Event description:
It was reported that a surgeon's handheld computer was not holding charge as it should. The surgeon indicated the handheld would work fine when connected to the ac power supply, but would turn off as soon as it was disconnected from the ac power supply. A new handheld was provided to the surgeon and the reported handheld was returned to the manufacturer to undergo product analysis. Product analysis was completed on the returned handheld computer. Product analysis of the handheld revealed no anomalies associated with the main battery were identified during the analysis. The cause for the reported complaint is associated with broken solder connections on the handheld main board. After the broken connections were re-soldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Moreover, product analysis on the returned flashcard revealed the flashcard and software performed according to functional specifications.